Event description:
It was reported that port was placed in or and accessed in or on (B)(6) 2024. Valguard covered the tubing out from the needle. (B)(6) rn noticed fluid leaking in valguard; hole in tubing below connection piece. Port being kept by risk until patient is out 4 weeks and infection free. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed. The product returned for evaluation was one 20 ga x 1.0 in. Powerloc max. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that port was placed in or and accessed in or on (B)(6) 2024. Valguard covered the tubing out from the needle. (B)(6) rn noticed fluid leaking in valguard: hole in tubing below connection piece. Port being kept by risk until patient is out 4 weeks and infection free. No other information was provided.